Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience muscle stimulation. Moreover, the lead exhibited high pacing threshold measurements. The lead was surgically abandoned. No additional adverse patient effects were reported.